Manufacturer narrative:
D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical narrative: the impella cp was inserted via the femoral artery to support the 48 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. When the cp was placed the team also added extra-corporeal membrane oxygenation (ECMO) and a vent for respiratory needs. After the placement the patient went emergently to the operating suite for coronary artery bypass surgery (CABG). While in for the CABG the pump was put into surgical mode on the automated impella controller (aic). When in the surgical mode the soft buttons on the aic malfunctioned which caused the team to replace the aic with a backup controller. The support proceeded on the new aic. The aic replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This is one of two related reports. This report represents an automated impella controller. Another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.